Manufacturer narrative:
(B) (4). Literature article citation: chen et al. Symptomatic ectopic bone formation after off-label use of recombinant human bone morphogenetic protein-2 in transforaminal lumbar interbody fusion. J neurosurg spine 2010; 12:40-46. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent right-sided l4-5 minimally invasive tlif using rhbmp-2/acs. Postoperatively, the pt reported a 75% reduction in his lower back pain and completed resolution of his radiculopathy. One year post-op, dynamic plain radiographs and CT scans demonstrated solid fusion at l4-5. At 32 months post-op, the pt developed recurrent right-sided radiculopathy and back pain. A CT myelogram demonstrated bilateral stenosis at both l3-4 and l4-5. The right-sided l4-5 neural foramen was opacified by newly formed ectopic bone. The pt underwent decompression at l3-4 and l4-5. At 12 months post-op, the pt reported resolution of his symptoms.